Event description:
It was reported that patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was reported to have lost weight recently and had noticed their s-ICD became more noticeable in the pocket and may have migrated from its original implant position, which was causing discomfort. The patient also reported having received an inappropriate shock, as well as having experienced episodes in which the s-ICD should have delivered therapy but did not. The patient was advised to contact their physician and the s-ICD remains in service. No additional adverse patient effects were reported.